Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports receiving two packages of the aquacel dressing with blood drops on the inside of the sealed packages. End user states the product was purchased through (B)(4). Additional information received from the end user notes that ¿the one package with the smaller drop is on the inside of the seal, the other package is under the seal and spread toward the pad.¿ photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The production monitoring system was reviewed and there was no issues relating to the complaint issue. Preventative maintenance was completed to schedule. Machine logs were reviewed and there were no issues relating to the complaint. Photographs were reviewed and there is a red spot on the photograph, the cause of the contamination is unknown. A non- conformance (nc) has been raised to investigate this issue, this complaint will remain open until the event is in final event review. No additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).